Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out-of-range pacing impedance was observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead at greater than 2,000 ohms during the routine follow up. There was no noise observed upon performing several maneuvers. A memory download and fluoroscopy images were submitted to boston scientific technical services (ts). Ts confirmed that they observed non-sustained ventricular tachycardia (nsvt) episode, no noise on shock channel and underinsertion of the rv lead. During surgical intervention, the physician noticed that the rv pin to header was not properly inserted. A lead issue was also ruled out as measurements taken with a pacing system analyzer (psa) were within range. The lead was re-connected to the device with normal measurements. The system remains in service. No additional adverse patient effects were reported.